Manufacturer narrative:
Patient involvement was reported, the patient was found with a gray complexion and bradycardia. The patient was stimulated until they recovered their oxygen saturation. The patient died the next day due to sepsis secondary to enterocolitis. The rse reviewed the logs provided and determined that the patient entered the alarm condition at 2:49 a.m (B)(6) 2025, for which the device generated an alarm which was acknowledged. As the alarm was repeated, acknowledgements occurred. The patient did not get out of the alarm condition. This can be seen on the trend curves. This is why the alarm review does not indicate new alarms but indicates the alarm repetition acknowledgements. It is still the same alarm. No new alarms are captured in the patient data as the original alarm condition never resolved. Therefore, the device functioned as intended. A philips product support engineer (pse) reviewed the information and logs provided. The pse stated that the information confirms the determination by the rse. A review of the logs confirmed the device functioned as intended. The device generated an alarm which was acknowledged. The alarm was repeated and acknowledgements occurred. Attempts were made to clarify some additional clinical information, but the customer has not responded to any requests.

Manufacturer narrative:
It was reported per the logs there was a desat alarm at 2:49 a.m. Followed by the alarm acknowledgment. The biomed tested the alarms in demo mode and surveillance mode and it worked correctly. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone #: (B)(6). E1: reporter phone #: (B)(6).

Event description:
It was reported the monitor in the nicu did not generate a desaturation alarm. The customer indicated the patient was found with an spo2 of 14% and no alarm was generated. After checking the patient data, it was determined the patient had been desaturating for 30 minutes with no alarm, with alarm limits set at 85% for yellow and 80% for red alarms for premature patients. The patient was found with a gray complexion and bradycardia. The patient was stimulated and until they recovered their oxygen saturation. The patient died the next day due to sepsis secondary to enterocolitis.